Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a replacement pacer part was ordered for the heartstart xl defibrillator. Additional details have been requested. There was no patient involvement.